Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during a biliary dilation procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon catheter broke in the bile duct after the placement of the catheter. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device problem code a0401 captures the reportable event of catheter break. Block h10: investigation results the returned hurricane rx dilatation balloon was analyzed and a visual and microscopic examination found that the catheter was detached. The balloon of the device was not returned. With all available information, boston scientific concludes the reported event of catheter broke was confirmed. It is possible that thee catheter detached found in the device is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure withdrawing the device from the scope, the manner as the device was handled and manipulated may have caused the reported and encountered failure. Excessive manipulation of the device without enough care could have induced the defect found. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during a biliary dilation procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon catheter broke in the bile duct after the placement of the catheter. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.